Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the planning station screen shut off while surgeon was attempting to merge exams, and battery level was low. Surgeon plugged in the power cable, shut off the planning station and reinitialized, then exams merged successfully. When attempting to export patient folder to a flash drive, surgeon received error signal and export was aborted. Surgeon re-initialized and tried with a different flash drive, but problem persisted. Third export attempt on an empty flash drive was successful.

Manufacturer narrative:
A full analysis of data log has been performed. Technical investigation concluded that the cause of this issue is a full flashdrive.